Event description:
Pharmacist opened package containing a b-d 20 ml syringe. Syringe was contaminated with an unidentifiable brown substance inside the barrel of the syringe and inside the hub.

Event description:
Add'l info rec'd from MFR 5/1/01: bd quality/regulatory systems has evaluated report and sample. The condition reported, a brown substance in the syringe, has been confirmed based on the actual sample returned. Visual examination of the syringe confirmed particles imbedded in the syringe barrel. These brown particles are actually burnt plastic material or "start-up parts". This incident occurs during the molding process when residual discolored or burnt material within the machine mixes with the plastic resin forming the molded part. These parts are usually discarded by the machine operator until all discolored material is purged from the machine. The mfg facility will receive a copy of this report for their review.